Event description:
It was reported that a follow-up interrogation of the device in the clinic showed there was impedance changes due to a set screw issue. The device was approaching elective replacement and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the device was returned and analyzed with no anomalies found.